Event description:
It was reported that this patient presented with breathlessness and had a bradycardia arrhythmia. After interrogating the device, the right ventricular (rv) lead exhibited high thresholds. It was noted that under fluoroscopy was confirmed that the lead had dislodged. The lead was attempted to be repositioned, but the helix did not extend after numerous attempts. The lead was taken out of the patient's body and a new lead was used with no issues. The patient was positive for hepatitis b thus the lead was disposed and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this patient presented with breathlessness and had a bradycardia arrhythmia. After interrogating the device, the right ventricular (rv) lead exhibited high thresholds. It was noted that under fluoroscopy was confirmed that the lead had dislodged. The lead was attempted to be repositioned, but the helix did not extend after numerous attempts. The lead was taken out of the patient's body and a new lead was used with no issues. The patient was positive for hepatitis b thus the lead was disposed and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be performed and this investigation will be updated.